Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
The patient reported that the implantable neurostimulator turned off by itself when they walked through the store about a week prior to the report. The patient knew the device had turned off because they had a return of symptoms as a stomach ache. It was indicated that the ins helped with both the bladder and bowels. It was noted that the patient was going through a theft detector at the store when they felt the ins turn off. It was mentioned that the device was set to turn on and off to conserve the battery, but it was unknown if the patient had cycling programmed. The patient was able to turn the device back on using the patient programmer. It was further reported that when trying to synch the programmer with or without the antenna, there was poor communication and no telemetry the day prior to the report. It was indicated that the patient used the antenna. During the report, making sure the antenna was secure did not resolve the issue. When the antenna was unplugged and the programmer was placed directly over the ins, the patient could feel tingling in their groin. A replacement device was sent to the patient. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.